Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip up fenestrated grasper instrument had a metallic wire of the instrument tip is broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation not reported by site: the instrument was found to have a broken main tube where the main tube meets the proximal clevis. A piece measuring proximately 0.240# x 0.150# was not returned with the instrument. The components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Scratch marks/abrasions were observed on the proximal clevis. The complaint was confirmed by failure analysis.